Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter does not turn on. The medical surveillance specialist (mss) classified this complaint based on the customer service rep (csr) documentation. The pt said she did not recall when the product issue first started. The time and result of the pt's last blood glucose result on the lfs product prior to the issue is not known. She said she had a doctor's office visit 2 to 3 months ago; she couldn't remember the specific date. She claimed she had blood work and the doctor added medication. About 2 months ago, the pt said she increased her medication (glyburide 25 mg). The pt said she did not recall how long after the product issue occurred that she developed symptoms of being sweaty, itchy, having headaches, dizziness, and being out of balance. The csr was unable to complete troubleshooting because, the pt did not have test strips or a battery. The pt's product was replaced. This complaint is reported because, the pt alleges the lfs meter would not turn on and afterward she experienced symptoms including being sweaty, which can be associated with hypoglycemia.